Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. B21576) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic periods every 15 days/ clots in hemorrhagic periods"), polymenorrhoea ("hemorrhagic periods every 15 days"), dysmenorrhoea ("periods could have been painful"), dyspareunia ("pain during sexual intercourse"), vulvovaginal pruritus ("vaginal itching"), dyspnoea ("breathlessness"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and disturbance in attention ("concentration disorder"). The patient was treated with surgery (hysterosalpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, polymenorrhoea, dysmenorrhoea, dyspareunia, vulvovaginal pruritus, dyspnoea, fatigue, arthralgia and disturbance in attention outcome was unknown. The reporter provided no causality assessment for arthralgia, disturbance in attention, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, menorrhagia, pelvic pain, polymenorrhoea and vulvovaginal pruritus with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 9.934 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1803352) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. B21576) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic periods every 15 days/ clots in hemorrhagic periods"), polymenorrhagia ("hemorrhagic periods every 15 days"), dysmenorrhoea ("periods could have been painful"), dyspareunia ("pain during sexual intercourse"), vulvovaginal pruritus ("vaginal itching"), dyspnoea ("breathlessness"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and disturbance in attention ("concentration disorder"). The patient was treated with surgery (hysterosalpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, polymenorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pruritus, dyspnoea, fatigue, arthralgia and disturbance in attention outcome was unknown. The reporter provided no causality assessment for arthralgia, disturbance in attention, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, menorrhagia, pelvic pain, polymenorrhagia and vulvovaginal pruritus with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 10.185 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.